Event description:
Clincial registry. It was reported 130 days after a coronary artery drug eluting stenting treatment procedure, a re-intervention of the target vessel was performed. The index procedure treated two target lesions. Target leison 1 was located in the proximal left anterior descending artery (lad) artery. The de novo, bifurcated lesion was in the ostium of the vessel. It was 3.0mm in diameter, 15mm in length, 90% stenosed, moderately calcified and mildly tortuous. The lesion was pre-dilated with a 2.00x20mm voyager balloon. The physician placed a taxus liberte 3.00x20mm stent. The stent was post dilated with a 2.00x20mm voyager balloon. The results were 0% residual stenosis with timi-3 flow. This device is not associated with this event. Target lesion 2 was located in the circumflex (cx) artery. The de novo lesion was located in the ostium of the cx. Te lesion was 90% stenosed, 3.5mm in diameter, 15mm in length, moderately calcified and mildly tortuous. The lesion was pre-dilated with a 2.50x20mm voyager balloon. The physican deployed a taxus liberte 3.50x16mm stent. An unknown size jomed flexmater jostent was placed overlapping the distal portion of the taxus liberte stent. The stent was post dilated with a 3.00x12 flex master balloon. The results were 0% residual stenosis and timi-3 flow. The pt was discharged four days later on aspirin and clopidogrel. One hundred thirty days following the index procedure, the pt underwent a target vessel re-intervention of the proximal cx. The lesion was 90% stenosed and was confirmed via angiography. The event was resolved by placement of an unknown size taxus liberte stent. The results were 0% residual stenosis with timi-3 flow. The pt was taking aspirin and clopidogrel at the time of the event. The relationship of this event per the investigator is "unrelated" to the taxus liberte stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not availabe, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.